Manufacturer narrative:
Stryker evaluated the customer¿s device and observed the device was unable to power on. Stryker determined that the cause of the power issue was due to a damaged 48 pin connector header, a loose connector, designator p16, and mosfet, designator q16. The customer was sent a replacement device and the returned device archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon further evaluation of the device, stryker observed that the device was unable to power on. In this state the device would be inoperable, and therapy would not be available to a patient if needed. There was no patient use associated with this event.